Event description:
Same case as MFR report #: 2134265-2012-06174. It was reported that during an embolization treatment procedure, coil deployment and removal difficulties occurred. The target lesion was located in the moderately tortuous internal iliac artery. The .035 12mm interlock 35 diamond coil was advanced through a 5 fr .038 non bsc catheter to the lesion. After deploying 50% of the coil, the physician determined that the coil wasn¿t deploying correctly and decided to withdraw the coil. During withdrawal, the coil stretched and 25% of the coil remained deployed. The physician pulled the entire system out, and it was noted that the coil was still inside the 5 fr catheter, as well as in the internal iliac. The coil was pulled back out of the body through the sheath. Another .035 12mm interlock 35 diamond coil was advanced through a 5 fr non bsc catheter to the lesion and the same issue occurred. The procedure was completed with another devices. There were no patient complications reported and the patient's status is fine.

Event description:
Same case as MFR report #: 2134265-2012-06174. It was reported that during an embolization treatment procedure, coil deployment and removal difficulties occurred. The target lesion was located in the moderately tortuous internal iliac artery. The .035 12mm interlock 35 diamond coil was advanced through a 5 fr .038 non bsc catheter to the lesion. After deploying 50% of the coil, the physician determined that the coil wasn't deploying correctly and decided to withdraw the coil. During withdrawal, the coil stretched and 25% of the coil remained deployed. The physician pulled the entire system out, and it was noted that the coil was still inside the 5 fr catheter, as well as in the internal iliac. The coil was pulled back out of the body through the sheath. Another .035 12mm interlock 35 diamond coil was advanced through a 5 fr non bsc catheter to the lesion and the same issue occurred. The procedure was completed with another devices. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned. The coil was inspected and dried blood was present along the coil. The coil was severely stretched towards the proximal end and the interlocking arm had been pulled off. The zap tip shape and surface of the coil was smooth. The proximal end of the coil was inspected and there was evidence of weld marks. As the proximal end of the coil was stretched and broken not all dimensions could not be measured. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as continuous flush was not maintained and an incorrect catheter was used per the dfu. (B)(4).